Event description:
It was reported that during a coronary stent procedure, the physician had difficulty crossing the lesion. While attempting to remove the stent/delivery system, the stent became caught on the guide resulting in strut distortion and stent edge flaring. The stent dislodged in the right coronary artery. The stent was located and a balloon was advanced through the stent in an attempt at retrieval. While removing the balloon catheter with the stent, the stent came off in the femoral artery and was unable to be retrieved.